Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a de novo lesion located in the left anterior descending artery (lad). A 4.00 x 20 synergy stent was advanced and deployed in the lad. Following deployment, a proximal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly calcified and non-tortuous left anterior descending artery (lad).

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a de novo lesion located in the left anterior descending artery (lad). A 4.00 x 20 synergy stent was advanced and deployed in the lad. Following deployment, a proximal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported.